Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set leaked. During infusion with unspecified fluids, the jet cap on the port of the IV tubing caused a leak by depressing the septum just enough to allow the fluids to run out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.